Event description:
Provider advised that he has to consistently go out to tighten the brakes on this chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.